Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was drawing excessive current. The monitor's electrode belt receptacle and computer/analog boards were thermally damaged. The root cause for the damage could not be positively. However, the damage is consistent with the monitor electrode belt connector being partially disconnected during monitor pulse testing. Zoll confirmed that this damage did not occur during patient use. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.